Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that the patient had a low reservoir and empty reservoir alarm. It was noted that it was unknown when these alarms occurred. It was reported that the pump was refilled with saline and updated to minimum rate. It was noted that the pump had been empty for 15 days. It was reported that the patient¿s pump was used to infuse an unknown drug. Additional information has been requested, but it was not available as of the date of this report.